Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was not working so it had a blockage. The nozzle is clogged. The foreign material could not be analyzed as the substance was not available for sampling. The investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the nozzle clogged. No water flow after nozzle removed was confirmed. There was no patient involvement.